Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1525004 were tested with control solution instead. All control solution results were not within the range specification. Extended investigation was completed on the retained test strips. All results were within the range.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2016 she attempted to perform a test using her adc blood glucose meter but the test did not start after a blood sample was applied to a test strip inserted into it. Customer further reported the next day, (B)(6) 2016, she began to experience three days of "massive headaches". On (B)(6) 2016 she went to her healthcare provider for a routine check-up and it was discovered her blood glucose was "too high" (no reading provided). Customer was admitted to the hospital, diagnosed with hyperglycemia and treated with an insulin injection. There was no report of death or permanent injury associated with this event.